Manufacturer narrative:
Isi has received the permanent cautery hook related to this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. For clarification ,the instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised and the conductor wire was thermally damaged around the weld location. Material missing was likely thermally induced rather than mechanically induced. Failure analysis found the primary failure of broken conductor wire at the weld to be related to the customer reported complaint. The root cause is attributed to a device design. Additional observation not reported was that the instrument was found have thermal damage of the monopolar yaw pulley. Black char marks were observed. Any material missing was likely thermally induced rather than mechanically induced. Failure analysis found the additional failure of thermal damage of the monopolar yaw pulley at the weld to be related to the customer reported complaint. The root cause is attributed to device design. A review of the device logs for the permanent cautery hook (part# 470183-14 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2020 via system serial# (B)(4). There was 1 use remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is a reportable event due to the following conclusion: the permanent cautery hook instrument reportedly arced during a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted transvaginal hydrolaparoscopy surgical procedure, the permanent cautery hook (pch) sparked and arced on the yellow part of the hook when they activated monopolar energy. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument had slightly blackened marks on the yellow plastic around the hook. The cannula was inspected prior to use. Arcing was observed while the surgeon was cauterizing tissue. Monopolar coagulation energy was activated when the arcing event occurred. A monopolar cord was not connected to a bipolar instrument. A generator cut was used during the procedure with settings cut - 3 and coag - 3. The instrument was in use for about 40-50 minutes prior to the arcing event. A vessel sealer instrument was being used in conjunction with the monopolar curved scissors (mcs). The tips of the instrument did not collide with any other instruments or tool during the procedure, and the instrument was not in contact with tissue when the arcing occurred. The instrument tip did not touch any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument was never removed prior to arcing. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. No photographic images of the device(s) or a video recording of the procedure were available for isi review.